Manufacturer narrative:
A review of the complaint history, device history record, drawings, specifications, and quality control was conducted during the investigation. The complaint device was not returned; therefore no physical examination could be performed. However, a document-based investigation was performed. Review of the device history record noted four non-conformances: two for sideport plug, one for foreign matter, and one for damaged. There were no other reported complaints for this lot number. Based on the information provided, no product returned, and the results of our investigation; a definitive root cause could not be determined. Per the quality engineering risk assessment, no further action is warranted. Monitoring will continue to be performed for similar complaints.

Event description:
During an abdominal aortic aneurysm and hypogastric embolization, the physician used an aurous centimeter vessel sizing catheter to do a run and visualize the anatomy. The catheter subsequently become ensnared on the embolization coils, displacing them. The physician had to retrieve the coils via forceps by entering the groin. No adverse consequence to the patient was reported. A section of the device did not remain inside the patient¿s body.

Manufacturer narrative:
(B)(4). The event is currently under investigation.

Event description:
During an abdominal aortic aneurysm and hypogastric embolization, the physician used an aurous centimeter vessel sizing catheter to do a run and visualize the anatomy. The catheter subsequently become ensnared on the embolization coils, displacing them. The physician had to retrieve the coils via forceps by entering the groin. No adverse consequence to the patient reported.